Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced a cannula issue with one infusion set. The cannula was kinked. The event occurred on 27-apr-2024. The site of insertion was the abdomen. The patient's blood glucose (bg) at the time the issue was noticed was between 265-275mg/dl. The infusion set was in use for less than a day. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.